Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an injection port of a 250ml intravia container came loose and leaked during filling with fentanyl. The event occurred in a sterile environment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the injection site had come off. The reported condition was verified. The cause could not be determined. No additional relevant information become available, a supplemental report will be submitted.